Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor system alarm and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window, scratched lcd window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The alarm occurred 3 times. The insulin pump was returned for analysis.